Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt is without stimulation. The pt does not remember when she last used the system. The pt also cannot remember the last time she had charged the system. The pt is experiencing issues with initiating a communication between the ipg and both the charging system and the pt programmer. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.